Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to below the knee vessel. Treatment was performed by crossover technique from the right femoral region. A 6f long sheath was advanced to the left superficial femoral artery ostium, then back up was secured using a 5.5 f guiding and micro catheter, and went deeper to the occlusion with partial calcification from p3 to tp. After a 0.014 guidewire was able to cross, lesion was checked using intravascular ultrasound. Subsequently, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6atmospheres for 10 seconds, the balloon ruptured. There was friction due to calcification, and balloon ruptured due to external pressure. Deflation was performed, and the balloon was able to be removed without any separation outside of the sheath. A pinhole on the middle part of the balloon was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to below the knee vessel. Treatment was performed by crossover technique from the right femoral region. A 6f long sheath was advanced to the left superficial femoral artery ostium, then back up was secured using a 5.5 f guiding and micro catheter, and went deeper to the occlusion with partial calcification from p3 to tp. After a 0.014 guidewire was able to cross, lesion was checked using intravascular ultrasound. Subsequently, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6atmospheres for 10 seconds, the balloon ruptured. There was friction due to calcification, and balloon ruptured due to external pressure. Deflation was performed, and the balloon was able to be removed without any separation outside of the sheath. A pinhole on the middle part of the balloon was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. Visual examination confirmed a kink 25.4 cm from the tip. A pin hole was confirmed 1.5 cm from the tip. No other damage was noted on the catheter.